Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. (B)(6). Implanting surgeon: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system device on (B)(6) 2012 for the treatment of stress urinary incontinence. After the procedure, the patient has experienced significant mental and physical pain and suffering, severe and permanent pain, including obturator neuralgia, pudendal neuralgia, ilioinguinal neuralgia, dyspareunia, neuromuscular pain, disabling pelvic pain, groin pain, vaginal pain, thigh pain, perineal pain, abdominal pain, paresthesia, infections, prolapse and incontinence, urinary problems, vaginal scarring, impairment of mobility, impairment of bowel and bladder function, spastic pelvic floor syndrome, and depression. Reportedly, the patient has undergone medical treatment and will likely undergo further medical treatment and procedures. This report was originally submitted via asr. Report identification number: (B)(4), submission period: november 1, 2016 to december 31, 2016, asr exemption number: e2013036, pro code: otn.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system device on september 19, 2012 for the treatment of stress urinary incontinence. After the procedure, the patient has experienced significant mental and physical pain and suffering, severe and permanent pain, including obturator neuralgia, pudendal neuralgia, ilioinguinal neuralgia, dyspareunia, neuromuscular pain, disabling pelvic pain, groin pain, vaginal pain, thigh pain, perineal pain, abdominal pain, paresthesia, infections, prolapse and incontinence, urinary problems, vaginal scarring, impairment of mobility, impairment of bowel and bladder function, spastic pelvic floor syndrome, and depression. Reportedly, the patient has undergone medical treatment and will likely undergo further medical treatment and procedures. Additional information received on june 16, june 21 and june 28, 2022: on (B)(6) 2016, the patient presented with mesh problems with symptoms described as severe, chronic and occur constantly. The symptoms reportedly began 15 months ago and generally lasted 15 months. She reported that the sling placed in september 2012 "worked too well" and now she had to self-catheterize herself. She reported pain in lower pelvis on left, "inside the vagina," and in suprapubic area at the low abdomen around the scar from her cesareans. She reported the pain was "stabbing, pulling and scraping." Aggravating factors included walking, standing and sitting. Relieving factors included pain pills. She also reported pain with intercourse (during insertion and deep penetration), urge to urinate and her urethra falling out of the vagina once in a while which she had to replace in order to empty her bladder. Review of systems: constitutional: chills, fatigue, fever, night sweats, weight loss. Gi: abdominal pain, constipation. Flatulence, heartburn, nausea, vomiting gu: incomplete bladder emptying. Assessment: chronic pelvic and perineal pain for which she was suggested to do pt (physical therapy) and no surgery at this time. On (B)(6) 2016, the patient presented for pain assessment. Location of the pain was noted in operative site. On (B)(6) , 2016, she had a perirectal abscess and in (B)(6) 2013, she had necrotic tissue removal from her left side bikini line area. About 7 inches x 3 inches of what seemed to be dead tissue was removed. On (B)(6) 2017, the patient presented for consultation regarding complex pelvic floor disorder. The onset was gradual. Severity level was moderate to severe. She had the following forming problems noted at that time: voiding dysfunction; obstructive defecation; pelvic pain; and 4) prolapse. She reported that her advantage fit sling implant was causing a "foreign body reaction." She was diagnosed with a third-stage pelvic organ prolapse sometime in (B)(6) 2016. She leaked once a day generally but with catheterizing, several times a day in moderate to large amounts. This happened mostly before she got to the toilet. She reported that she had to use 3-4 pantyliners/sanitary pads in a day and mostly complained of trouble starting her urinary stream, having only dribbling at times and felt like her stream of urine was better with caffeine, never felt like she emptied her bladder unless she catheterized. She reported pain in the abdomen, pelvic area and vaginal area that occurred constantly. She described her pain as pressure, pain or discomfort in the lower abdomen or genital region and felt like riding a bike made it worse along with exercise or activity. She also reported a long trip or intercourse made it worse. She used to have pain with intercourse but she stopped being sexually active in (B)(6) 2017 as she had exquisite pain. She was not able to exercise and could only do light cleaning of the house and grocery shopping. She has a history of chronic back problems with constant lower back pain, receiving two prior steroid injections in (B)(6) 2016 and (B)(6) 2017. She felt like her uterus was prolapsing. Her prolapse symptoms included dyspareunia, manual reduction/splinting needed, pelvic pressure and sensation vaginal bulge but did not include positional voiding. She reported she had to push on her vagina or around the rectum to have a complete bowel movement always. She also reported dyschezia, straining hard with bowel movements, and some rare fecal incontinence. The patient was interested in mesh explantation to help her urinate, have normal bowel movements, be able to exercise, return to activities of daily living, have her bodily functions back and less pain. Assessments: assessment: dysfunctional voiding of urine. Impression: the patient's urinalysis was negative during the visit. It was not documented how much she voided; however, she was catheterized for 150 ml consistent with incomplete emptying. Plan orders: she was scheduled for urine flow measurement (complex) on the same day. Assessment: feeling of incomplete bladder emptying impression: the patient was advised to bring a voiding diary. Urodynamic testing was recommended. The testing included assessment of both the filling and emptying phases of the bladder. The testing was done using the posterior blade of a speculum to reduce the patient's prolapse when applicable. The physician wanted to need to rule out whether she was obstructed or if this was a dysfunctional voiding mechanism. Her muscles were not tender during the visit. Plan orders: urinalysis, auto, w/o scope - poc to be performed on the same day, urine culture routine to be performed as well. The patient was instructed to keep a diary. Assessment: pelvic pain in female: impression: she had quite a bit of pain with movement of her uterus and some deviation which was thought to be associated with scar tissue from her c-sections. It was explained to her that this could be what was causing her pain, a fixed uterus, with some uterine prolapse and therefore needed to be evaluated with an ultrasound. Her uterus seemed somewhat enlarged. She had pain when touching the suprapubic area and also around the area of the mesh which was presumed was a sling since it felt in the mid urethra but there was no mesh erosion. Pap smear will be performed at the time of her evaluation, then the physician will decide the next step. Assessment: deep dyspareunia. Assessment: obstructive defecation: impression: she had classical symptoms of obstructive defecation for which she was scheduled for anorectal manometry. In the meantime, she was advised to continue treating it as constipation and could use stool softeners as needed. Plan orders: further diagnostic evaluations ordered included anorectal manometry scheduled for (B)(6) 2017. She was scheduled for a follow-up visit and a pap smear on (B)(6) 2017 which results showed normal. Assessment: mixed incontinence: impression: urodynamic testing was discussed and how it can be used to help decide among the available treatment options. Assessment: frequent uti: impression: her urinalysis was negative during the visit. On physical exam, vaginal atrophy and rectocele were noted. On (B)(6) 2017, the patient presented for urodynamics and anorectal manometry. The patient showed an inability to void, she didn't have detrusor overactivity incontinence, and except for her maximum cystometric capacity at 368, in the low range of normal, all her sensations where in the normal to delayed could be related to over distention injury. Anorectal manometry showed she had good coordination and no paradoxical activity. Ultrasound both abdominal and transvaginal showed a somewhat enlarged uterus of 10 cm x 4 cm x 5.3 cm with fibroids, nabothian cyst, endometrial thickness of 0.17 cm, and normal ovaries and possible adenomyosis. The plan was a total robotic hysterectomy, ovarian preservation, but bilateral salpingectomy, colpopexy via high uterosacral ligament suspension/modified mccall's culdoplasty, with anterior and posterior vaginal wall suspension, robotic retropubic and transvaginal sling revision with removal for pain and voiding dysfunction, cystoscopy, and possible posterior repair. On (B)(6) 2017, the patient presented for preoperative evaluation for total laparoscopic hysterectomy, bilateral salpingectomy, ovarian preservation if normal, high uterosacral ligament suspension/mccall culdoplasty for prolapse, retropubic mesh excision and sling revision for voiding dysfunction/pain, pos. A&p enterocele. The patient noted that she had a pain contract with another provider at that time, but requested additional pain medication. The surgery was performed on (B)(6) 2017. Review of systems: gastrointestinal: constipation. Genitourinary: mixed urinary incontinence, incomplete bladder emptying, recurrent uti reproductive: dyspareunia, chronic pelvic pain on (B)(6) 2017, the patient presented for postoperative check-up after total robotic hysterectomy with right salpingo-oophorectomy and left salpingectomy for pelvic pain, high uterosacral ligament suspension with anterior and posterior colposuspension robotically for international continence society stage ilba>bp>c with modified mccall's culdoplasty for enterocele repair that was symptomatic and primary, retropubic abdominal mesh excision performed with robotic assistance for pelvic pain, sling revision, vaginal, for dysfunctional voiding of urine, cystoscopy, and trigger point injections that was uncomplicated on (B)(6) 2017. She had an uneventful postoperative course except for prolonged pain control with narcotic pain medication. Her status has improved at that time. The sling removal resolved her feelings of incomplete emptying, and her post-void residual was 23 cc. She had not been experiencing pain and had not been using pain medications. She reported urinary frequency and chest pain. Nevertheless, she was happy to report that from the surgery standpoint, she was doing great. She was sexually active and did not have pain with intercourse. Her urinary symptoms were a lot better. She had some feeling of incomplete bowel emptying but the pain was completely resolved. On (B)(6) 2018, she returned to the clinic for a six-month follow-up feeling of incomplete bladder emptying for which she was self-catheterizing 4-5 times weekly. She reported that sometimes when she catheterized, she had to "break through something." She also reported that her urine looked like they were "bread crumbs in the toilet." She was wondering if she had pudendal neuralgia. She was reporting constant bilateral buttock pain and described this as burning and felt like her buttocks were on "fire." This worsened when she was sitting down. She rated the discomfort 7-8 out of 10 and stated she had to take pain medication due to this. She was wondering if she had another bacterial vaginosis infection. She was feeling a lot of stress and anxiety lately. Additionally, problem list noted at that time included chronic kidney disease stage 2 with onset date (B)(6) 2017. Assessment: feeling of incomplete bladder emptying: impression: to continue self-catheterizing as needed. Pelvic floor dysfunction: impression: she was referred for physical therapy. Pelvic pain: impression: at this point, this seemed to be mostly related to myalgia and could be primary or secondary. She did not have pain in the distribution of her previous surgery. She had other factors besides the myalgia, for example the clinical bacterial vaginosis. Myalgia of pelvic floor: impression: core exercises, stretching and reverse "kegel exercises" or relaxation, deep yoga stretches, etc. Were recommended. She was also advised not to sit on her side as she was doing during the visit and use a coccyx pillow as needed. Dysfunctional voiding of urine: impression: she couldn't void during the visit. Urinalysis recommended. Discharge from the vagina: impression: possible bacterial vaginosis for which swab was performed. Review of systems: constitutional: fatigue, gastrointestinal: abdominal pain, genitourinary: dysuria, hematuria, urinary frequency, urinary incontinence, incomplete emptying. Reproductive: breast pain, vaginal discharge. On (B)(6) 2018, the patient returned to the clinic for follow-up. She reported that she felt she had another bacterial vaginal infection. She had not gone to pelvic floor therapy yet. She had used up the entire tube of metrogel. She needed a well women exam but could not find a gynecologist. She saw her primary care provider who prescribed muscle relaxant and yoga which helper her pelvic floor symptoms and pain. She endorsed mixed urinary incontinence stress more than urge and was happening for the last 4-6 weeks for which she stopped caffeine intake. She also stopped smoking marijuana. Affirm swab from vagina for culture performed on (B)(6) , 2018 confirmed gardnerella. She reported that she lost some weight and continued to be pleased with the outcome of her surgery. Review of systems: gastrointestinal: abdominal pain and diarrhea. Genitourinary: urgency and mixed incontinence. Physical exam: genitourinary: minimal myalgia right levator- no guarding. Assessment: myalgia of pelvic floor. To continue with original plan of pelvic floor pt. Overall, patient was not having a whole lot of pelvic pain, but would be referred if symptoms would return. Vaginal order: miscellaneous reference lab test; future no signs of recurrent bacterial vaginosis. Probiotics and use vaginal moisturizer that promotes lactobacillus growth were encouraged. Pelvic floor dysfunction: recommended pt. Dysfunctional voiding of urine: patient to self-catheter as needed. Mixed urinary incontinence: to evaluate if pelvic floor pt helps. Expectant management for now. Possibly related to no longer having the sling. On (B)(6) 2019, the patient returned to clinic for follow-up of chronic pelvic pain that was not improving with physical therapy. She was seeing a chronic pain doctor at that time. Review of systems: gi: constipation. Gu: pelvic pain, vaginal discharge and vaginal pain. Assessment: myalgia of pelvic floor: she stated that she needed to wear a tens unit 24-7 while sitting. She was seeing a physical therapist twice a week and still having pain. However, it helped her be able to have a bowel movement afterwards. She had done a regimen of prunes and water. She felt like her "tailbone might be broken" and wondered if she has pudendal nerve problems. She reported panic attacks and anxiety made her problems worse. She wanted to be off of opioids and working with her pain doctor on titering down. Additionally, the patient was advised to see a chronic pain specialist as the physician could no longer see her due to the change in practice. Diazepam suppositories were prescribed. Pelvic floor dysfunction: to continue pelvic floor physical therapy. On (B)(6) 2021, she presented to establish care with a new primary care provider. She reported chronic pain mainly centered on left side with claims of pudendal and obturator nerve effects. She was no longer on pain meds. She reported chronic dyspareunia and urinary retention issues. She also reported that she was not sexually active at that time. Review of systems noted anxiety, focus issues, pain in left pelvis, and urinary issues. Assessments noted at that time included: chronic pain - patient was advised to following with pain doctor as this physician would not prescribe opioids. Dyspareunia. Pain in pelvis. Retention of urine. Secondary to bladder tack/mesh/scarring or angulation. Tobacco use for which the patient was recommended to quit. On (B)(6) 2022, the presented for a follow-up for chronic pain and left obturator/pudendal nerve pain. Left lower pelvis weakness with mesh removal due to scar removal. The patient was going to visit new specialist for nerve treatment. She has anxiety and would like valium suppository for vagina for muscle relaxation. She has a history of left severe ankle sprain in boot which was throwing pelvis off, causing right hip pain. She had bony contusion and had to wear the boot for 12 months (during her visit on (B)(6) 2022, she reported that her ankle was not actually broken, but still had a lot of pain). The patient was to be referred to another physician for possible pudendal nerve injection for the pelvic pain. On (B)(6) 2022, the patient was referred for pelvic floor injections. She reported chronic pain in the vagina, buttocks area and in her groin. She reported that her pain started after her surgery with mesh in 2012. She had mesh removal in 2017 along with hysterectomy and unilateral oophorectomy. She had been on diazepam suppositories, tizanidine (bid) and clonazepam. She tried pelvic floor physical therapy for over two years. The pain was significantly affecting her quality of life and she felt like she had to stay in bed instead of being active. She reported having dyspareunia, pain with urination, urinary incontinence sometimes, fecal smearing, occasional diarrhea and intermittent constipation. She had been advised by two other physicians that she has pudendal and obturator neuralgia and may have chronic regional pain syndrome. It was recommended to proceed with injections under sedation. Assessment: chronic pelvic pain. Pudendal neuralgia. High-tone pelvic floor dysfunction. Patient with significant pelvic floor myalgia/hypertonicity and symptoms also consistent with pudendal neuralgia. She has tried multiple medications with limited relief. She reported that she was prescribed topamax but had a bad reaction to it in the past. Patient could not tolerate in office exam, so the plan was for vaginal trigger point injections and bilateral pudendal nerve blocks under sedation. Patient to see how much injections help before starting gabapentin. It was also discussed the importance of restarting pt to help injections last longer. Patient was recommended that she see podiatrist again to have her ankle reassessed as prolonged time in boot can cause asymmetric musculoskeletal tension and worsen pelvic floor tension.

Manufacturer narrative:
Additional information: blocks a2: date of birth, b3, b5, b7, h6: patient and impact odes. Correction to block g2. Block b3 date of event: date of event was approximated to september 19, 2012, implant date, as no event onset date was reported. (B)(6). Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue, e0123 - pudendal neuralgia, e172001 - abscess, e2328 - obstructive defecation, e2330 - pain, e1002 - abdominal pain, e1405 - dyspareunia, e232401 - fecal incontinence, e1906 - infections, e1901 - bacterial vaginal infection, e1309 - urinary retention, e1310 - urinary tract infection, e2015 - atrophy and necrotic tissue, e1301 - dysuria. The following impact codes capture the reportable events below: f1901 - additional surgeries, f2303 - medical treatment, f1905 - mesh revision, f1202 - disability, f1204 - permanent pain. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system device on (B)(6) 2012 for the treatment of stress urinary incontinence. After the procedure, the patient has experienced significant mental and physical pain and suffering, severe and permanent pain, including obturator neuralgia, pudendal neuralgia, ilioinguinal neuralgia, dyspareunia, neuromuscular pain, disabling pelvic pain, groin pain, vaginal pain, thigh pain, perineal pain, abdominal pain, paresthesia, infections, prolapse and incontinence, urinary problems, vaginal scarring, impairment of mobility, impairment of bowel and bladder function, spastic pelvic floor syndrome, and depression. Reportedly, the patient has undergone medical treatment and will likely undergo further medical treatment and procedures. Additional information received on june 16, june 21 and june 28, 2022. On (B)(6) 2016, the patient presented with mesh problems with symptoms described as severe, chronic and occur constantly. The symptoms reportedly began 15 months ago and generally lasted 15 months. She reported that the sling placed in september 2012 "worked too well" and now she had to self-catheterize herself. She reported pain in lower pelvis on left, "inside the vagina," and in suprapubic area at the low abdomen around the scar from her cesareans. She reported the pain was "stabbing, pulling and scraping." Aggravating factors included walking, standing and sitting. Relieving factors included pain pills. She also reported pain with intercourse (during insertion and deep penetration), urge to urinate and her urethra falling out of the vagina once in a while which she had to replace in order to empty her bladder. Review of systems: constitutional: chills, fatigue, fever, night sweats, weight loss. Gi: abdominal pain, constipation. Flatulence, heartburn, nausea, vomiting. Gu: incomplete bladder emptying. Assessment: chronic pelvic and perineal pain for which she was suggested to do pt (physical therapy) and no surgery at this time. On (B)(6) 2016, the patient presented for pain assessment. Location of the pain was noted in operative site. On (B)(6) 2016, she had a perirectal abscess and in february 2013, she had necrotic tissue removal from her left side bikini line area. About 7 inches x 3 inches of what seemed to be dead tissue was removed. On (B)(6) 2017, the patient presented for consultation regarding complex pelvic floor disorder. The onset was gradual. Severity level was moderate to severe. She had the following forming problems noted at that time: 1) voiding dysfunction; 2) obstructive defecation; 3) pelvic pain; and 4) prolapse. She reported that her advantage fit sling implant was causing a "foreign body reaction." She was diagnosed with a third-stage pelvic organ prolapse sometime in (B)(6) 2016. She leaked once a day generally but with catheterizing, several times a day in moderate to large amounts. This happened mostly before she got to the toilet. She reported that she had to use 3-4 pantyliners/sanitary pads in a day and mostly complained of trouble starting her urinary stream, having only dribbling at times and felt like her stream of urine was better with caffeine, never felt like she emptied her bladder unless she catheterized. She reported pain in the abdomen, pelvic area and vaginal area that occurred constantly. She described her pain as pressure, pain or discomfort in the lower abdomen or genital region and felt like riding a bike made it worse along with exercise or activity. She also reported a long trip or intercourse made it worse. She used to have pain with intercourse but she stopped being sexually active in (B)(6) 2017 as she had exquisite pain. She was not able to exercise and could only do light cleaning of the house and grocery shopping. She has a history of chronic back problems with constant lower back pain, receiving two prior steroid injections in (B)(6) 2016 and (B)(6) 2017. She felt like her uterus was prolapsing. Her prolapse symptoms included dyspareunia, manual reduction/splinting needed, pelvic pressure and sensation vaginal bulge but did not include positional voiding. She reported she had to push on her vagina or around the rectum to have a complete bowel movement always. She also reported dyschezia, straining hard with bowel movements, and some rare fecal incontinence. The patient was interested in mesh explantation to help her urinate, have normal bowel movements, be able to exercise, return to activities of daily living, have her bodily functions back and less pain. Assessments: 1. Assessment: dysfunctional voiding of urine. Impression: the patient's urinalysis was negative during the visit. It was not documented how much she voided; however, she was catheterized for 150 ml consistent with incomplete emptying. Plan orders: she was scheduled for urine flow measurement (complex) on the same day. 2. Assessment: feeling of incomplete bladder emptying. Impression: the patient was advised to bring a voiding diary. Urodynamic testing was recommended. The testing included assessment of both the filling and emptying phases of the bladder. The testing was done using the posterior blade of a speculum to reduce the patient's prolapse when applicable. The physician wanted to need to rule out whether she was obstructed or if this was a dysfunctional voiding mechanism. Her muscles were not tender during the visit. Plan orders: urinalysis, auto, w/o scope - poc to be performed on the same day, urine culture routine to be performed as well. The patient was instructed to keep a diary. 3. Assessment: pelvic pain in female. Impression: she had quite a bit of pain with movement of her uterus and some deviation which was thought to be associated with scar tissue from her c-sections. It was explained to her that this could be what was causing her pain, a fixed uterus, with some uterine prolapse and therefore needed to be evaluated with an ultrasound. Her uterus seemed somewhat enlarged. She had pain when touching the suprapubic area and also around the area of the mesh which was presumed was a sling since it felt in the mid urethra but there was no mesh erosion. Pap smear will be performed at the time of her evaluation, then the physician will decide the next step. 4. Assessment: deep dyspareunia. 5. Assessment: obstructive defecation. Impression: she had classical symptoms of obstructive defecation for which she was scheduled for anorectal manometry. In the meantime, she was advised to continue treating it as constipation and could use stool softeners as needed. Plan orders: further diagnostic evaluations ordered included anorectal manometry scheduled for (B)(6) 2017. She was scheduled for a follow-up visit and a pap smear on (B)(6) 2017 which results showed normal. 6. Assessment: mixed incontinence. Impression: urodynamic testing was discussed and how it can be used to help decide among the available treatment options. 7. Assessment: frequent uti. Impression: her urinalysis was negative during the visit. On physical exam, vaginal atrophy and rectocele were noted. On (B)(6) 2017, the patient presented for urodynamics and anorectal manometry. The patient showed an inability to void, she didn't have detrusor overactivity incontinence, and except for her maximum cystometric capacity at 368, in the low range of normal, all her sensations where in the normal to delayed could be related to over distention injury. Anorectal manometry showed she had good coordination and no paradoxical activity. Ultrasound both abdominal and transvaginal showed a somewhat enlarged uterus of 10 cm x 4 cm x 5.3 cm with fibroids, nabothian cyst, endometrial thickness of 0.17 cm, and normal ovaries and possible adenomyosis. The plan was a total robotic hysterectomy, ovarian preservation, but bilateral salpingectomy, colpopexy via high uterosacral ligament suspension/modified mccall's culdoplasty, with anterior and posterior vaginal wall suspension, robotic retropubic and transvaginal sling revision with removal for pain and voiding dysfunction, cystoscopy, and possible posterior repair. On (B)(6) 2017, the patient presented for preoperative evaluation for total laparoscopic hysterectomy, bilateral salpingectomy, ovarian preservation if normal, high uterosacral ligament suspension/mccall culdoplasty for prolapse, retropubic mesh excision and sling revision for voiding dysfunction/pain, pos. A&p enterocele. The patient noted that she had a pain contract with another provider at that time, but requested additional pain medication. The surgery was performed on (B)(6) 2017. Review of systems: gastrointestinal: constipation. Genitourinary: mixed urinary incontinence, incomplete bladder emptying, recurrent uti reproductive: dyspareunia, chronic pelvic pain. On (B)(6) 2017, the patient presented for postoperative check-up after total robotic hysterectomy with right salpingo-oophorectomy and left salpingectomy for pelvic pain, high uterosacral ligament suspension with anterior and posterior colposuspension robotically for international continence society stage ilba>bp>c with modified mccall's culdoplasty for enterocele repair that was symptomatic and primary, retropubic abdominal mesh excision performed with robotic assistance for pelvic pain, sling revision, vaginal, for dysfunctional voiding of urine, cystoscopy, and trigger point injections that was uncomplicated on (B)(6) 2017. She had an uneventful postoperative course except for prolonged pain control with narcotic pain medication. Her status has improved at that time. The sling removal resolved her feelings of incomplete emptying, and her post-void residual was 23 cc. She had not been experiencing pain and had not been using pain medications. She reported urinary frequency and chest pain. Nevertheless, she was happy to report that from the surgery standpoint, she was doing great. She was sexually active and did not have pain with intercourse. Her urinary symptoms were a lot better. She had some feeling of incomplete bowel emptying but the pain was completely resolved. On (B)(6) 2018, she returned to the clinic for a six-month follow-up feeling of incomplete bladder emptying for which she was self-catheterizing 4-5 times weekly. She reported that sometimes when she catheterized, she had to "break through something." She also reported that her urine looked like they were "bread crumbs in the toilet." She was wondering if she had pudendal neuralgia. She was reporting constant bilateral buttock pain and described this as burning and felt like her buttocks were on "fire." This worsened when she was sitting down. She rated the discomfort 7-8 out of 10 and stated she had to take pain medication due to this. She was wondering if she had another bacterial vaginosis infection. She was feeling a lot of stress and anxiety lately. Additionally, problem list noted at that time included chronic kidney disease stage 2 with onset date (B)(6) 2017. Assessment: 1. Feeling of incomplete bladder emptying. Impression: to continue self-catheterizing as needed. 2. Pelvic floor dysfunction. Impression: she was referred for physical therapy. 3. Pelvic pain. Impression: at this point, this seemed to be mostly related to myalgia and could be primary or secondary. She did not have pain in the distribution of her previous surgery. She had other factors besides the myalgia, for example the clinical bacterial vaginosis. 4. Myalgia of pelvic floor. Impression: core exercises, stretching and reverse "kegel exercises" or relaxation, deep yoga stretches, etc. Were recommended. She was also advised not to sit on her side as she was doing during the visit and use a coccyx pillow as needed. 5. Dysfunctional voiding of urine. Impression: she couldn't void during the visit. Urinalysis recommended. 6. Discharge from the vagina. Impression: possible bacterial vaginosis for which swab was performed. Review of systems: constitutional: fatigue. Gastrointestinal: abdominal pain. Genitourinary: dysuria, hematuria, urinary frequency, urinary incontinence, incomplete emptying. Reproductive: breast pain, vaginal discharge. On (B)(6) 2018, the patient returned to the clinic for follow-up. She reported that she felt she had another bacterial vaginal infection. She had not gone to pelvic floor therapy yet. She had used up the entire tube of metrogel. She needed a well women exam but could not find a gynecologist. She saw her primary care provider who prescribed muscle relaxant and yoga which helper her pelvic floor symptoms and pain. She endorsed mixed urinary incontinence stress more than urge and was happening for the last 4-6 weeks for which she stopped caffeine intake. She also stopped smoking marijuana. Affirm swab from vagina for culture performed on (B)(6) 2018 confirmed gardnerella. She reported that she lost some weight and continued to be pleased with the outcome of her surgery. Review of systems: gastrointestinal: abdominal pain and diarrhea. Genitourinary: urgency and mixed incontinence. Physical exam: genitourinary: minimal myalgia right levator- no guarding. Assessment: 1. Myalgia of pelvic floor to continue with original plan of pelvic floor pt. Overall, patient was not having a whole lot of pelvic pain, but would be referred if symptoms would return. 2. Vaginal order miscellaneous reference lab test; future no signs of recurrent bacterial vaginosis. Probiotics and use vaginal moisturizer that promotes lactobacillus growth were encouraged. 3. Pelvic floor dysfunction recommended pt. 4. Dysfunctional voiding of urine patient to self-catheter as needed. 5. Mixed urinary incontinence to evaluate if pelvic floor pt helps. Expectant management for now. Possibly related to no longer having the sling. On (B)(6) 2019, the patient returned to clinic for follow-up of chronic pelvic pain that was not improving with physical therapy. She was seeing a chronic pain doctor at that time. Review of systems: gi: constipation gu: pelvic pain, vaginal discharge and vaginal pain. Assessment: 1. Myalgia of pelvic floor she stated that she needed to wear a tens unit 24-7 while sitting. She was seeing a physical therapist twice a week and still having pain. However, it helped her be able to have a bowel movement afterwards. She had done a regimen of prunes and water. She felt like her "tailbone might be broken" and wondered if she has pudendal nerve problems. She reported panic attacks and anxiety made her problems worse. She wanted to be off of opioids and working with her pain doctor on titering down. Additionally, the patient was advised to see a chronic pain specialist as the physician could no longer see her due to the change in practice. Diazepam suppositories were prescribed. 2. Pelvic floor dysfunction to continue pelvic floor physical therapy. On (B)(6) 2021, she presented to establish care with a new primary care provider. She reported chronic pain mainly centered on left side with claims of pudendal and obturator nerve effects. She was no longer on pain meds. She reported chronic dyspareunia and urinary retention issues. She also reported that she was not sexually active at that time. Review of systems noted anxiety, focus issues, pain in left pelvis, and urinary issues. Assessments noted at that time included: 1. Chronic pain - patient was advised to following with pain doctor as this physician would not prescribe opioids. 2. Dyspareunia. 3. Pain in pelvis. 4. Retention of urine. Secondary to bladder tack/mesh/scarring or angulation. 5. Tobacco use for which the patient was recommended to quit. On (B)(6) 2022, the presented for a follow-up for chronic pain and left obturator/pudendal nerve pain. Left lower pelvis weakness with mesh removal due to scar removal. The patient was going to visit new specialist for nerve treatment. She has anxiety and would like valium suppository for vagina for muscle relaxation. She has a history of left severe ankle sprain in boot which was throwing pelvis off, causing right hip pain. She had bony contusion and had to wear the boot for 12 months (during her visit on (B)(6) 2022, she reported that her ankle was not actually broken, but still had a lot of pain). The patient was to be referred to another physician for possible pudendal nerve injection for the pelvic pain. On (B)(6) 2022, the patient was referred for pelvic floor injections. She reported chronic pain in the vagina, buttocks area and in her groin. She reported that her pain started after her surgery with mesh in 2012. She had mesh removal in 2017 along with hysterectomy and unilateral oophorectomy. She had been on diazepam suppositories, tizanidine (bid) and clonazepam. She tried pelvic floor physical therapy for over two years. The pain was significantly affecting her quality of life and she felt like she had to stay in bed instead of being active. She reported having dyspareunia, pain with urination, urinary incontinence sometimes, fecal smearing, occasional diarrhea and intermittent constipation. She had been advised by two other physicians that she has pudendal and obturator neuralgia and may have chronic regional pain syndrome. It was recommended to proceed with injections under sedation. Assessment: 1. Chronic pelvic pain. 2. Pudendal neuralgia. 3. High-tone pelvic floor dysfunction. - patient with significant pelvic floor myalgia/hypertonicity and symptoms also consistent with pudendal neuralgia. - she has tried multiple medications with limited relief. - she reported that she was prescribed topamax but had a bad reaction to it in the past. - patient could not tolerate in office exam, so the plan was for vaginal trigger point injections and bilateral pudendal nerve blocks under sedation. - patient to see how much injections help before starting gabapentin. It was also discussed the importance of restarting pt to help injections last longer. - patient was recommended that she see podiatrist again to have her ankle reassessed as prolonged time in boot can cause asymmetric musculoskeletal tension and worsen pelvic floor tension. Additional information received on august 7, 2022. On (B)(6) 2016, the patient was seen for evaluation of pain which has been ongoing since she had her mesh in 2012 and has progressively gotten worse over time. She complained of pain in her lower back, abdominal, groin area, bilateral buttocks shooting down her left thigh and leg, and lower left extremity. She described the pain as sharp, shooting, stabbing, throbbing, and aching. She also stated that her pain stays localized, is constant, and persistent. She claims that moving her left leg and pelvis causes sharp shooting pains in her abdomen and groin, as well as down the medial side of her left thigh. She also complained of tingling numbness in the groin/vaginal area and numbness radiating down her left leg into her left foot. The patient feels as though the muscles directly surrounding the lumbar spine are in spasm due to severe tension. Pain was aggravated by sitting, standing, walking, breathing, pulling, coughing, sneezing, going to/rising from sitting and stress. The pain was relieved with laying down, massage therapy, and pain medication. The patient is seeing a specialist for the future removal of vaginal mesh. Review of systems: gastrointestinal: abdominal pain on examination of paravertebral muscles, spasm and tenderness were noted. Straight log raising test is positive on the left side at 60 degrees. Left: paces test is positive. Resisted abduction of the femur while seated caused pain in the buttocks. Thomas test is positive. Faber test is positive. Internal rotation of the femur resulted in deep buttocks pain. Trendelenberg test is positive. There's a loss of all modality in the lower extremities touch sensation is left thigh loss of sensation. Assessment: other intervertebral disc displacement, lumbar region. On (B)(6) 2017, the patient was seen in the office for follow-up of her lower back pain. She rated her pain as 10/10, with zero being no pain and 10 being the worst pain possible. It gets worse with abnormal posture, any activity, bending over, driving, exercise, flexion of the spine, movement, rising from sitting, standing, twisting and walking. The condition was associated with spam. She also complained of her uterus dropping. She reported that medications were not effective. She would like to increase the dosage of her medications as she thought that her present painkillers were not enough to control her pain. She would like her flexiril increased due to her uterus and bladder having severe spasms. Treatments tried include vaginal mesh. The patient was visibly crying due to the severity of the pain. She reported that she was unable to do anything. She mentioned that it felt as if she was giving birth and would like a surgery to repair the mesh. She was severely depressed and had self-harming thoughts. Gynecologic: gynecological stress, from pelvic floor mesh, and menses 2x month. Transvaginal mesh for stress urinary incontinence-lower abdominal pain. Assessment: other intervertebral disc displacement, lumbar region. Pain in right hip. Pain in left hip. Low back pain. Prescription: 1 norco. Treatments: patient was requested to return in four weeks. Medications: continue previously prescribed medications. On (B)(6) 2018, the patient was seen in the office for follow-up of her pain. She complained of lower back pain, bilateral hips, pubic bone pain, and stomach pain. She described shooting pain from her left hip down her l-thigh, ending at her l-knee. She explained that her mesh was eating away her tissues in her l-hip and l-buttock area. She was getting it removed on (B)(6) 2016. She reported full numbness in her bilateral hands and fingers and denied any tingling or numbness in her feet or toes. She claimed that laying down, cannabinoid oil, and pain relievers help her pain. She rated her pain at a 7 during the visit.

Manufacturer narrative:
Blocks a6, b5 and h6: patient codes have been updated based on the additional information received on august 7, 2022. Block b3 date of event: date of event was approximated to (B)(6) 2012, implant date, as the pain reportedly began after her mesh procedure. Block e1: additional patient's attorneys: (B)(6). Implanting surgeon: dr. (B)(6). (B)(6). Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue. E0123 - pudendal neuralgia. E172001 - abscess. E2328 - obstructive defecation. E2330 - pain. E1002 - abdominal pain. E1405 - dyspareunia. E232401 - fecal incontinence. E1906 - infections. E1901 - bacterial vaginal infection. E1309 - urinary retention. E1310 - urinary tract infection. E2015 - atrophy and necrotic tissue. E1301 - dysuria. E1605 - severe spasm. E1301 - dysuria. The following impact codes capture the reportable events below: f1901 - additional surgeries. F2303 - medical treatment. F1905 - mesh revision. F1202 - disability. F1204 - permanent pain.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system device on (B)(6) 2012 for the treatment of stress urinary incontinence. After the procedure, the patient has experienced significant mental and physical pain and suffering, severe and permanent pain, including obturator neuralgia, pudendal neuralgia, ilioinguinal neuralgia, dyspareunia, neuromuscular pain, disabling pelvic pain, groin pain, vaginal pain, thigh pain, perineal pain, abdominal pain, paresthesia, infections, prolapse and incontinence, urinary problems, vaginal scarring, impairment of mobility, impairment of bowel and bladder function, spastic pelvic floor syndrome, and depression. Reportedly, the patient has undergone medical treatment and will likely undergo further medical treatment and procedures. Additional information received on june 16, june 21 and june 28, 2022: on (B)(6) 2016, the patient presented with mesh problems with symptoms described as severe, chronic and occur constantly. The symptoms reportedly began 15 months ago and generally lasted 15 months. She reported that the sling placed in (B)(6) 2012 "worked too well" and now she had to self-catheterize herself. She reported pain in lower pelvis on left, "inside the vagina," and in suprapubic area at the low abdomen around the scar from her cesareans. She reported the pain was "stabbing, pulling and scraping." Aggravating factors included walking, standing and sitting. Relieving factors included pain pills. She also reported pain with intercourse (during insertion and deep penetration), urge to urinate and her urethra falling out of the vagina once in a while which she had to replace in order to empty her bladder, review of systems: constitutional: chills, fatigue, fever, night sweats, weight loss gi: abdominal pain, constipation. Flatulence, heartburn, nausea, vomiting gu: incomplete "bladder" emptying assessment: chronic pelvic and perineal pain for which she was suggested to do pt (physical therapy) and no surgery at this time. On (B)(6) 2016, the patient presented for pain assessment. Location of the pain was noted in operative site. On (B)(6) 2016, she had a perirectal abscess and in (B)(6) 2013, she had necrotic tissue removal from her left side bikini line area. About 7 inches x 3 inches of what seemed to be dead tissue was removed. On (B)(6) 2017, the patient presented for consultation regarding complex pelvic floor disorder. The onset was gradual. Severity level was moderate to severe. She had the following forming problems noted at that time: 1) voiding dysfunction; 2) obstructive defecation; 3) pelvic pain; and 4) prolapse. She reported that her advantage fit sling implant was causing a "foreign body reaction." She was diagnosed with a third-stage pelvic organ prolapse sometime in (B)(6) 2016. She leaked once a day generally but with catheterizing, several times a day in moderate to large amounts. This happened mostly before she got to the toilet. She reported that she had to use 3-4 pantyliners/sanitary pads in a day and mostly complained of trouble starting her urinary stream, having only dribbling at times and felt like her stream of urine was better with caffeine, never felt like she emptied her bladder unless she catheterized. She reported pain in the abdomen, pelvic area and vaginal area that occurred constantly. She described her pain as pressure, pain or discomfort in the lower abdomen or genital region and felt like riding a bike made it worse along with exercise or activity. She also reported a long trip or intercourse made it worse. She used to have pain with intercourse but she stopped being sexually active in (B)(6) 2017 as she had exquisite pain. She was not able to exercise and could only do light cleaning of the house and grocery shopping. She has a history of chronic back problems with constant lower back pain, receiving two prior steroid injections in (B)(6) 2016 and (B)(6) 2017. She felt like her uterus was prolapsing. Her prolapse symptoms included dyspareunia, manual reduction/splinting needed, pelvic pressure and sensation vaginal bulge but did not include positional voiding. She reported she had to push on her vagina or around the rectum to have a complete bowel movement always. She also reported dyschezia, straining hard with bowel movements, and some rare fecal incontinence. The patient was interested in mesh explantation to help her urinate, have normal bowel movements, be able to exercise, return to activities of daily living, have her bodily functions back and less pain. Assessments: 1. Assessment: dysfunctional voiding of urine impression: the patient's urinalysis was negative during the visit. It was not documented how much she voided; however, she was catheterized for 150 ml consistent with incomplete emptying. Plan orders: she was scheduled for urine flow measurement (complex) on the same day. 2. Assessment: feeling of incomplete bladder emptying impression: the patient was advised to bring a voiding diary. Urodynamic testing was recommended. The testing included assessment of both the filling and emptying phases of the bladder. The testing was done using the posterior blade of a speculum to reduce the patient's prolapse when applicable. The physician wanted to need to rule out whether she was obstructed or if this was a dysfunctional voiding mechanism. Her muscles were not tender during the visit. Plan orders: urinalysis, auto, w/o scope - poc to be performed on the same day, urine culture routine to be performed as well. The patient was instructed to keep a diary. 3. Assessment: pelvic pain in female impression: she had quite a bit of pain with movement of her uterus and some deviation which was thought to be associated with scar tissue from her c-sections. It was explained to her that this could be what was causing her pain, a fixed uterus, with some uterine prolapse and therefore needed to be evaluated with an ultrasound. Her uterus seemed somewhat enlarged. She had pain when touching the suprapubic area and also around the area of the mesh which was presumed was a sling since it felt in the mid urethra but there was no mesh erosion. Pap smear will be performed at the time of her evaluation, then the physician will decide the next step. 4. Assessment: deep dyspareunia 5. Assessment: obstructive defecation impression: she had classical symptoms of obstructive defecation for which she was scheduled for anorectal manometry. In the meantime, she was advised to continue treating it as constipation and could use stool softeners as needed. Plan orders: further diagnostic evaluations ordered included anorectal manometry scheduled for (B)(6) 2017. She was scheduled for a follow-up visit and a pap smear on (B)(6) 2017 which results showed normal. 6. Assessment: mixed incontinence impression: urodynamic testing was discussed and how it can be used to help decide among the available treatment options. 7. Assessment: frequent uti impression: her urinalysis was negative during the visit. On physical exam, vaginal atrophy and rectocele were noted. On (B)(6) 2017, the patient presented for urodynamics and anorectal manometry. The patient showed an inability to void, she didn't have detrusor overactivity incontinence, and except for her maximum cystometric capacity at 368, in the low range of normal, all her sensations where in the normal to delayed could be related to over distention injury. Anorectal manometry showed she had good coordination and no paradoxical activity. Ultrasound both abdominal and transvaginal showed a somewhat enlarged uterus of 10 cm x 4 cm x 5.3 cm with fibroids, nabothian cyst, endometrial thickness of 0.17 cm, and normal ovaries and possible adenomyosis. The plan was a total robotic hysterectomy, ovarian preservation, but bilateral salpingectomy, colpopexy via high uterosacral ligament suspension/modified mccall's culdoplasty, with anterior and posterior vaginal wall suspension, robotic retropubic and transvaginal sling revision with removal for pain and voiding dysfunction, cystoscopy, and possible posterior repair. On (B)(6) 2017, the patient presented for preoperative evaluation for total laparoscopic hysterectomy, bilateral salpingectomy, ovarian preservation if normal, high uterosacral ligament suspension/mccall culdoplasty for prolapse, retropubic mesh excision and sling revision for voiding dysfunction/pain, pos. A&p enterocele. The patient noted that she had a pain contract with another provider at that time, but requested additional pain medication. The surgery was performed on (B)(6) 2017. Review of systems: gastrointestinal: constipation genitourinary: mixed urinary incontinence, incomplete bladder emptying, recurrent uti reproductive: dyspareunia, chronic pelvic pain on (B)(6) 2017, the patient presented for postoperative check-up after total robotic hysterectomy with right salpingo-oophorectomy and left salpingectomy for pelvic pain, high uterosacral ligament suspension with anterior and posterior colposuspension robotically for international continence society stage ilba>bp>c with modified mccall's culdoplasty for enterocele repair that was symptomatic and primary, retropubic abdominal mesh excision performed with robotic assistance for pelvic pain, sling revision, vaginal, for dysfunctional voiding of urine, cystoscopy, and trigger point injections that was uncomplicated on (B)(6) 2017. She had an uneventful postoperative course except for prolonged pain control with narcotic pain medication. Her status has improved at that time. The sling removal resolved her feelings of incomplete emptying, and her post-void residual was 23 cc. She had not been experiencing pain and had not been using pain medications. She reported urinary frequency and chest pain. Nevertheless, she was happy to report that from the surgery standpoint, she was doing great. She was sexually active and did not have pain with intercourse. Her urinary symptoms were a lot better. She had some feeling of incomplete bowel emptying but the pain was completely resolved. On (B)(6) 2018, she returned to the clinic for a six-month follow-up feeling of incomplete bladder emptying for which she was self-catheterizing 4-5 times weekly. She reported that sometimes when she catheterized, she had to "break through something." She also reported that her urine looked like they were "bread crumbs in the toilet." She was wondering if she had pudendal neuralgia. She was reporting constant bilateral buttock pain and described this as burning and felt like her buttocks were on "fire." This worsened when she was sitting down. She rated the discomfort 7-8 out of 10 and stated she had to take pain medication due to this. She was wondering if she had another bacterial vaginosis infection. She was feeling a lot of stress and anxiety lately. Additionally, problem list noted at that time included chronic kidney disease stage 2 with onset date (B)(6) 2017. Assessment: 1. Feeling of incomplete bladder emptying impression: to continue self-catheterizing as needed. 2. Pelvic floor dysfunction impression: she was referred for physical therapy. 3. Pelvic pain impression: at this point, this seemed to be mostly related to myalgia and could be primary or secondary. She did not have pain in the distribution of her previous surgery. She had other factors besides the myalgia, for example the clinical bacterial vaginosis. 4. Myalgia of pelvic floor impression: core exercises, stretching and reverse "kegel exercises" or relaxation, deep yoga stretches, etc. Were recommended. She was also advised not to sit on her side as she was doing during the visit and use a coccyx pillow as needed. 5. Dysfunctional voiding of urine impression: she couldn't void during the visit. Urinalysis recommended. 6. Discharge from the vagina impression: possible bacterial vaginosis for which swab was performed. Review of systems: constitutional: fatigue "gastrointestinal": abdominal pain genitourinary: dysuria, hematuria, urinary frequency, urinary incontinence, incomplete emptying reproductive: breast pain, vaginal discharge on (B)(6) 2018, the patient returned to the clinic for follow-up. She reported that she felt she had another bacterial vaginal infection. She had not gone to pelvic floor therapy yet. She had used up the entire tube of metrogel. She needed a well women exam but could not find a gynecologist. She saw her primary care provider who prescribed muscle relaxant and yoga which helper her pelvic floor symptoms and pain. She endorsed mixed urinary incontinence stress more than urge and was happening for the last 4-6 weeks for which she stopped caffeine intake. She also stopped smoking marijuana. Affirm swab from vagina for culture performed on (B)(6) 2018 confirmed gardnerella. She reported that she lost some weight and continued to be pleased with the outcome of her surgery. Review of systems: "gastrointestinal": abdominal pain and diarrhea genitourinary: urgency and mixed incontinence physical exam: genitourinary: minimal myalgia right levator- no guarding. Assessment: 1. Myalgia of pelvic floor to continue with original plan of pelvic floor pt. Overall, patient was not having a whole lot of pelvic pain, but would be referred if symptoms would return. 2. Vaginal order miscellaneous reference lab test; future no signs of recurrent bacterial vaginosis. Probiotics and use vaginal moisturizer that promotes lactobacillus growth were encouraged. 3. Pelvic floor dysfunction recommended pt 4. Dysfunctional voiding of urine patient to self-catheter as needed. 5. Mixed urinary incontinence to evaluate if pelvic floor pt helps. Expectant management for now. Possibly related to no longer having the sling. On (B)(6) 2019, the patient returned to clinic for follow-up of chronic pelvic pain that was not improving with physical therapy. She was seeing a chronic pain doctor at that time. Review of systems: gi: constipation gu: pelvic pain, vaginal discharge and vaginal pain assessment: 1. Myalgia of pelvic floor she stated that she needed to wear a tens unit 24-7 while sitting. She was seeing a physical therapist twice a week and still having pain. However, it helped her be able to have a bowel movement afterwards. She had done a regimen of prunes and water. She felt like her "tailbone might be broken" and wondered if she has pudendal nerve problems. She reported panic attacks and anxiety made her problems worse. She wanted to be off of opioids and working with her pain doctor on titering down. Additionally, the patient was advised to see a chronic pain specialist as the physician could no longer see her due to the change in practice. Diazepam suppositories were prescribed. 2. Pelvic floor dysfunction to continue pelvic floor physical therapy. On (B)(6) 2021, she presented to establish care with a new primary care provider. She reported chronic pain mainly centered on left side with claims of pudendal and obturator nerve effects. She was no longer on pain meds. She reported chronic dyspareunia and urinary retention issues. She also reported that she was not sexually active at that time. Review of systems noted anxiety, focus issues, pain in left pelvis, and urinary issues. Assessments noted at that time included: 1. Chronic pain - patient was advised to following with pain doctor as this physician would not prescribe opioids. 2. Dyspareunia 3. Pain in pelvis 4. Retention of urine. Secondary to bladder tack/mesh/scarring or angulation. 5. Tobacco use for which the patient was recommended to quit. On (B)(6) 2022, the presented for a follow-up for chronic pain and left obturator/pudendal nerve pain. Left lower pelvis weakness with mesh removal due to scar removal. The patient was going to visit new specialist for nerve treatment. She has anxiety and would like valium suppository for vagina for muscle relaxation. She has a history of left severe ankle sprain in boot which was throwing pelvis off, causing right hip pain. She had bony contusion and had to wear the boot for 12 months (during her visit on (B)(6) 2022, she reported that her ankle was not actually broken, but still had a lot of pain). The patient was to be referred to another physician for possible pudendal nerve injection for the pelvic pain. On (B)(6) 2022, the patient was referred for pelvic floor injections. She reported chronic pain in the vagina, buttocks area and in her groin. She reported that her pain started after her surgery with mesh in 2012. She had mesh removal in 2017 along with hysterectomy and unilateral oophorectomy. She had been on diazepam suppositories, tizanidine (bid) and clonazepam. She tried pelvic floor physical therapy for over two years. The pain was significantly affecting her quality of life and she felt like she had to stay in bed instead of being active. She reported having dyspareunia, pain with urination, urinary incontinence sometimes, fecal smearing, occasional diarrhea and intermittent constipation. She had been advised by two other physicians that she has pudendal and obturator neuralgia and may have chronic regional pain syndrome. It was recommended to proceed with injections under sedation. Assessment: 1. Chronic pelvic pain 2. Pudendal neuralgia 3. High-tone pelvic floor dysfunction. Patient with significant pelvic floor myalgia/hypertonicity and symptoms also consistent with pudendal neuralgia. She has tried multiple medications with limited relief. She reported that she was prescribed topamax but had a bad reaction to it in the past. Patient could not tolerate in office exam, so the plan was for vaginal trigger point injections and bilateral pudendal nerve blocks under sedation. Patient to see how much injections help before starting gabapentin. It was also discussed the importance of restarting pt to help injections last longer. Patient was recommended that she see podiatrist again to have her ankle reassessed as prolonged time in boot can cause asymmetric musculoskeletal tension and worsen pelvic floor tension. Additional information received on august 7, 2022: on (B)(6) 2016, the patient was seen for evaluation of pain which has been ongoing since she had her mesh in 2012 and has progressively gotten worse over time. She complained of pain in her lower back, abdominal, groin area, bilateral buttocks shooting down her left thigh and leg, and lower left extremity. She described the pain as sharp, shooting, stabbing, throbbing, and aching. She also stated that her pain stays localized, is constant, and persistent. She claims that moving her left leg and pelvis causes sharp shooting pains in her abdomen and groin, as well as down the medial side of her left thigh. She also complained of tingling numbness in the groin/vaginal area and numbness radiating down her left leg into her left foot. The patient feels as though the muscles directly surrounding the lumbar spine are in spasm due to severe tension. Pain was aggravated by sitting, standing, walking, breathing, pulling, coughing, sneezing, going to/rising from sitting and stress. The pain was relieved with laying down, massage therapy, and pain medication. The patient is seeing a specialist for the future removal of vaginal mesh. Review of systems: gastrointestinal: abdominal pain on examination of paravertebral muscles, spasm and tenderness were noted. Straight log raising test is positive on the left side at 60 degrees. Left: paces test is positive. Resisted abduction of the femur while seated caused pain in the buttocks. Thomas test is positive. Faber test is positive. Internal rotation of the femur resulted in deep buttocks pain. Trendelenberg test is positive. There's a loss of all modality in the lower extremities touch sensation is left thigh loss of sensation. Assessment: other intervertebral disc displacement, lumbar region on (B)(6) 2017, the patient was seen in the office for follow-up of her lower back pain. She rated her pain as 10/10, with zero being no pain and 10 being the worst pain possible. It gets worse with abnormal posture, any activity, bending over, driving, exercise, flexion of the spine, movement, rising from sitting, standing, twisting and walking. The condition was associated with spam. She also complained of her uterus dropping. She reported that medications were not effective. She would like to increase the dosage of her medications as she thought that her present painkillers were not enough to control her pain. She would like her flexiril increased due to her uterus and bladder having severe spasms. Treatments tried include vaginal mesh. The patient was visibly crying due to the severity of the pain. She reported that she was unable to do anything. She mentioned that it felt as if she was giving birth and would like a surgery to repair the mesh. She was severely depressed and had self-harming thoughts. Gynecologic: gynecological stress, from pelvic floor mesh, and menses 2x month. Transvaginal mesh for stress urinary incontinence-lower abdominal pain. Assessment: other intervertebral disc displacement, lumbar region pain in right hip pain in left hip low back pain prescription: 1 norco treatments: patient was requested to return in four weeks. Medications: continue previously prescribed medications. On (B)(6) 2018, the patient was seen in the office for follow-up of her pain. She complained of lower back pain, bilateral hips, pubic bone pain, and stomach pain. She described shooting pain from her left hip down her l-thigh, ending at her l-knee. She explained that her mesh was eating away her tissues in her l-hip and l-buttock area. She was getting it removed on (B)(6) 2016. She reported full numbness in her bilateral hands and fingers and denied any tingling or numbness in her feet or toes. She claimed that laying down, cannabinoid oil, and pain relievers help her pain. She rated her pain at a 7 during the visit. **additional information received on august 25, 2022: on (B)(6) 2020, the patient presented for counseling and medication management. She reported not doing well and was suffering from extreme anxiety due to a family member who was using drugs and inviting drug dealers as well as gang members around while she was not at home. She reported that her pain in the pelvic floor remained constant, but it was not always to the degree where she needed to take a suppository. She reported not picking up the last prescription for suppository until recently. She was doing well, not taking it often. Assessments and plans noted at that time: 1. Pelvic floor dysfunction refill diazepam concentrate, 5mg/ml, as directed, vaginally twice a day. 2. Anxiety refill klonopin tablet 1mg, 1 tablet, orally three times a day, 30 days, 90 tablets 3. Opioid dependence, in remission. On (B)(6) 2020, the patient presented for a counseling session. She expressed her frustration about not being able to obtain wellbutrin through her insurance. She reported that she had her first appointment with the mesh specialist and was informed that she might still have mesh in her body which was continuing to create issues. She was overwhelmed by this information, but was open to being challenged to see it as a positive that the specialist understood her condition enough to give her information that she did not have before. Assessment/plan: 1. Pelvic floor dysfunction refill diazepam concentrate, 5mg/ml, as directed, vaginally twice a day. 2. Anxiety refill klonopin tablet 1 mg, 1 tablet, orally three times a day.

Manufacturer narrative:
Block b5 has been updated based on the additional information received on august 25, 2022. Block b3 date of event: date of event was approximated to september 19, 2012, implant date, as the pain reportedly began after her mesh procedure. Block e1: additional patient's attorneys: (B)(6). Implanting surgeon: (B)(6). Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue e0123 - pudendal neuralgia e172001 - abscess e2328 - obstructive defecation e2330 - pain e1002 - abdominal pain e1405 - dyspareunia e232401 - fecal incontinence e1906 - infections e1901 - bacterial vaginal infection e1309 - urinary retention e1310 - urinary tract infection e2015 - atrophy and necrotic tissue e1301 - dysuria e1605 - severe spasm e1301 - dysuria the following impact codes capture the reportable events below: f1901 - additional surgeries f2303 - medical treatment f1905 - mesh revision f1202 - disability f1204 - permanent pain

Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system device on (B)(6) 2012, for the treatment of stress urinary incontinence. After the procedure, the patient has experienced significant mental and physical pain and suffering, severe and permanent pain, including obturator neuralgia, pudendal neuralgia, ilioinguinal neuralgia, dyspareunia, neuromuscular pain, disabling pelvic pain, groin pain, vaginal pain, thigh pain, perineal pain, abdominal pain, paresthesia, infections, prolapse and incontinence, urinary problems, vaginal scarring, impairment of mobility, impairment of bowel and bladder function, spastic pelvic floor syndrome, and depression. Reportedly, the patient has undergone medical treatment and will likely undergo further medical treatment and procedures. Additional information received on june 16, june 21 and june 28, 2022: on (B)(6) 2016, the patient presented with mesh problems with symptoms described as severe, chronic and occur constantly. The symptoms reportedly began 15 months ago and generally lasted 15 months. She reported that the sling placed in (B)(6) 2012 "worked too well" and now she had to self-catheterize herself. She reported pain in lower pelvis on left, "inside the vagina," and in suprapubic area at the low abdomen around the scar from her cesareans. She reported the pain was "stabbing, pulling and scraping." Aggravating factors included walking, standing and sitting. Relieving factors included pain pills. She also reported pain with intercourse (during insertion and deep penetration), urge to urinate and her urethra falling out of the vagina once in a while which she had to replace in order to empty her bladder, review of systems: constitutional: chills, fatigue, fever, night sweats, weight loss, gi: abdominal pain, constipation. Flatulence, heartburn, nausea, vomiting, gu: incomplete bladdery emptying. Assessment: chronic pelvic and perineal pain for which she was suggested to do pt (physical therapy) and no surgery at this time. On (B)(6) 2016, the patient presented for pain assessment. Location of the pain was noted in operative site. On (B)(6) 2016, she had a perirectal abscess and in (B)(6) 2013, she had necrotic tissue removal from her left side bikini line area. About 7 inches x 3 inches of what seemed to be dead tissue was removed. On (B)(6) 2017, the patient presented for consultation regarding complex pelvic floor disorder. The onset was gradual. Severity level was moderate to severe. She had the following forming problems noted at that time: 1) voiding dysfunction; 2) obstructive defecation; 3) pelvic pain; and 4) prolapse. She reported that her advantage fit sling implant was causing a "foreign body reaction." She was diagnosed with a third-stage pelvic organ prolapse sometime in january 2016. She leaked once a day generally but with catheterizing, several times a day in moderate to large amounts. This happened mostly before she got to the toilet. She reported that she had to use 3-4 pantyliners/sanitary pads in a day and mostly complained of trouble starting her urinary stream, having only dribbling at times and felt like her stream of urine was better with caffeine, never felt like she emptied her bladder unless she catheterized. She reported pain in the abdomen, pelvic area and vaginal area that occurred constantly. She described her pain as pressure, pain or discomfort in the lower abdomen or genital region and felt like riding a bike made it worse along with exercise or activity. She also reported a long trip or intercourse made it worse. She used to have pain with intercourse but she stopped being sexually active in (B)(6) 2017 as she had exquisite pain. She was not able to exercise and could only do light cleaning of the house and grocery shopping. She has a history of chronic back problems with constant lower back pain, receiving two prior steroid injections in (B)(6) 2016 and (B)(6) 2017. She felt like her uterus was prolapsing. Her prolapse symptoms included dyspareunia, manual reduction/splinting needed, pelvic pressure and sensation vaginal bulge but did not include positional voiding. She reported she had to push on her vagina or around the rectum to have a complete bowel movement always. She also reported dyschezia, straining hard with bowel movements, and some rare fecal incontinence. The patient was interested in mesh explantation to help her urinate, have normal bowel movements, be able to exercise, return to activities of daily living, have her bodily functions back and less pain. Assessments: 1. Assessment: dysfunctional voiding of urine. Impression: the patient's urinalysis was negative during the visit. It was not documented how much she voided; however, she was catheterized for 150 ml consistent with incomplete emptying. Plan orders: she was scheduled for urine flow measurement (complex) on the same day. 2. Assessment: feeling of incomplete bladder emptying impression: the patient was advised to bring a voiding diary. Urodynamic testing was recommended. The testing included assessment of both the filling and emptying phases of the bladder. The testing was done using the posterior blade of a speculum to reduce the patient's prolapse when applicable. The physician wanted to need to rule out whether she was obstructed or if this was a dysfunctional voiding mechanism. Her muscles were not tender during the visit. Plan orders: urinalysis, auto, w/o scope - poc to be performed on the same day, urine culture routine to be performed as well. The patient was instructed to keep a diary. 3. Assessment: pelvic pain in female. Impression: she had quite a bit of pain with movement of her uterus and some deviation which was thought to be associated with scar tissue from her c-sections. It was explained to her that this could be what was causing her pain, a fixed uterus, with some uterine prolapse and therefore needed to be evaluated with an ultrasound. Her uterus seemed somewhat enlarged. She had pain when touching the suprapubic area and also around the area of the mesh which was presumed was a sling since it felt in the mid urethra but there was no mesh erosion. Pap smear will be performed at the time of her evaluation, then the physician will decide the next step. 4. Assessment: deep dyspareunia. 5. Assessment: obstructive defecation. Impression: she had classical symptoms of obstructive defecation for which she was scheduled for anorectal manometry. In the meantime, she was advised to continue treating it as constipation and could use stool softeners as needed. Plan orders: further diagnostic evaluations ordered included anorectal manometry scheduled for (B)(6) 2017. She was scheduled for a follow-up visit and a pap smear on (B)(6) 2017 which results showed normal. 6. Assessment: mixed incontinence impression: urodynamic testing was discussed and how it can be used to help decide among the available treatment options. 7. Assessment: frequent uti impression: her urinalysis was negative during the visit. On physical exam, vaginal atrophy and rectocele were noted. On (B)(6) 2017, the patient presented for urodynamics and anorectal manometry. The patient showed an inability to void, she didn't have detrusor overactivity incontinence, and except for her maximum cystometric capacity at 368, in the low range of normal, all her sensations where in the normal to delayed could be related to over distention injury. Anorectal manometry showed she had good coordination and no paradoxical activity. Ultrasound both abdominal and transvaginal showed a somewhat enlarged uterus of 10 cm x 4 cm x 5.3 cm with fibroids, nabothian cyst, endometrial thickness of 0.17 cm, and normal ovaries and possible adenomyosis. The plan was a total robotic hysterectomy, ovarian preservation, but bilateral salpingectomy, colpopexy via high uterosacral ligament suspension/modified mccall's culdoplasty, with anterior and posterior vaginal wall suspension, robotic retropubic and transvaginal sling revision with removal for pain and voiding dysfunction, cystoscopy, and possible posterior repair. On (B)(6) 2017, the patient presented for preoperative evaluation for total laparoscopic hysterectomy, bilateral salpingectomy, ovarian preservation if normal, high uterosacral ligament suspension/mccall culdoplasty for prolapse, retropubic mesh excision and sling revision for voiding dysfunction/pain, pos. A&p enterocele. The patient noted that she had a pain contract with another provider at that time, but requested additional pain medication. The surgery was performed on (B)(6) 2017. Review of systems: gastrointestinal: constipation. Genitourinary: mixed urinary incontinence, incomplete bladder emptying, recurrent uti reproductive: dyspareunia, chronic pelvic pain. On (B)(6) 2017, the patient presented for postoperative check-up after total robotic hysterectomy with right salpingo-oophorectomy and left salpingectomy for pelvic pain, high uterosacral ligament suspension with anterior and posterior colposuspension robotically for international continence society stage ilba>bp>c with modified mccall's culdoplasty for enterocele repair that was symptomatic and primary, retropubic abdominal mesh excision performed with robotic assistance for pelvic pain, sling revision, vaginal, for dysfunctional voiding of urine, cystoscopy, and trigger point injections that was uncomplicated on (B)(6) 2017. She had an uneventful postoperative course except for prolonged pain control with narcotic pain medication. Her status has improved at that time. The sling removal resolved her feelings of incomplete emptying, and her post-void residual was 23 cc. She had not been experiencing pain and had not been using pain medications. She reported urinary frequency and chest pain. Nevertheless, she was happy to report that from the surgery standpoint, she was doing great. She was sexually active and did not have pain with intercourse. Her urinary symptoms were a lot better. She had some feeling of incomplete bowel emptying but the pain was completely resolved. On (B)(6) 2018, she returned to the clinic for a six-month follow-up feeling of incomplete bladder emptying for which she was self-catheterizing 4-5 times weekly. She reported that sometimes when she catheterized, she had to "break through something." She also reported that her urine looked like they were "breadcrumbs in the toilet." She was wondering if she had pudendal neuralgia. She was reporting constant bilateral buttock pain and described this as burning and felt like her buttocks were on "fire." This worsened when she was sitting down. She rated the discomfort 7-8 out of 10 and stated she had to take pain medication due to this. She was wondering if she had another bacterial vaginosis infection. She was feeling a lot of stress and anxiety lately. Additionally, problem list noted at that time included chronic kidney disease stage 2 with onset date (B)(6) 2017. Assessment: 1. Feeling of incomplete bladder emptying. Impression: to continue self-catheterizing as needed. 2. Pelvic floor dysfunction. Impression: she was referred for physical therapy. 3. Pelvic pain. Impression: at this point, this seemed to be mostly related to myalgia and could be primary or secondary. She did not have pain in the distribution of her previous surgery. She had other factors besides the myalgia, for example the clinical bacterial vaginosis. 4. Myalgia of pelvic floor. Impression: core exercises, stretching and reverse "kegel exercises" or relaxation, deep yoga stretches, etc. Were recommended. She was also advised not to sit on her side as she was doing during the visit and use a coccyx pillow as needed. 5. Dysfunctional voiding of urine. Impression: she couldn't void during the visit. Urinalysis recommended. 6. Discharge from the vagina. Impression: possible bacterial vaginosis for which swab was performed. Review of systems: constitutional: fatigue. Gastrointestinai: abdominal pain. Genitourinary: dysuria, hematuria, urinary frequency, urinary incontinence, incomplete emptying. Reproductive: breast pain, vaginal discharge. On (B)(6) 2018, the patient returned to the clinic for follow-up. She reported that she felt she had another bacterial vaginal infection. She had not gone to pelvic floor therapy yet. She had used up the entire tube of metrogel. She needed a well women exam but could not find a gynecologist. She saw her primary care provider who prescribed muscle relaxant and yoga which helper her pelvic floor symptoms and pain. She endorsed mixed urinary incontinence stress more than urge and was happening for the last 4-6 weeks for which she stopped caffeine intake. She also stopped smoking marijuana. Affirm swab from vagina for culture performed on (B)(6) 2018 confirmed gardnerella. She reported that she lost some weight and continued to be pleased with the outcome of her surgery. Review of systems: gastrointestinai: abdominal pain and diarrhea. Genitourinary: urgency and mixed incontinence. Physical exam: genitourinary: minimal myalgia right levator- no guarding. Assessment: 1. Myalgia of pelvic floor. To continue with original plan of pelvic floor pt. Overall, patient was not having a whole lot of pelvic pain but would be referred if symptoms would return. 2. Vaginal order. Miscellaneous reference lab test; future . No signs of recurrent bacterial vaginosis. Probiotics and use vaginal moisturizer that promotes lactobacillus growth were encouraged. 3. Pelvic floor dysfunction. Recommended pt. 4. Dysfunctional voiding of urine. Patient to self-catheter as needed. 5. Mixed urinary incontinence to evaluate if pelvic floor pt helps. Expectant management for now. Possibly related to no longer having the sling. On (B)(6) 2019, the patient returned to clinic for follow-up of chronic pelvic pain that was not improving with physical therapy. She was seeing a chronic pain doctor at that time. Review of systems: gi: constipation. Gu: pelvic pain, vaginal discharge and vaginal pain. Assessment: 1. Myalgia of pelvic floor. She stated that she needed to wear a tens unit 24-7 while sitting. She was seeing a physical therapist twice a week and still having pain. However, it helped her be able to have a bowel movement afterwards. She had done a regimen of prunes and water. She felt like her "tailbone might be broken" and wondered if she has pudendal nerve problems. She reported panic attacks and anxiety made her problems worse. She wanted to be off of opioids and working with her pain doctor on tittering down. Additionally, the patient was advised to see a chronic pain specialist as the physician could no longer see her due to the change in practice. Diazepam suppositories were prescribed. 2. Pelvic floor dysfunction. To continue pelvic floor physical therapy. On (B)(6) 2021, she presented to establish care with a new primary care provider. She reported chronic pain mainly centered on left side with claims of pudendal and obturator nerve effects. She was no longer on pain meds. She reported chronic dyspareunia and urinary retention issues. She also reported that she was not sexually active at that time. Review of systems noted anxiety, focus issues, pain in left pelvis, and urinary issues. Assessments noted at that time included: 1. Chronic pain - patient was advised to following with pain doctor as this physician would not prescribe opioids. 2. Dyspareunia. 3. Pain in pelvis. 4. Retention of urine. Secondary to bladder tack/mesh/scarring or angulation. 5. Tobacco use for which the patient was recommended to quit. On (B)(6) 2022, the presented for a follow-up for chronic pain and left obturator/pudendal nerve pain. Left lower pelvis weakness with mesh removal due to scar removal. The patient was going to visit new specialist for nerve treatment. She has anxiety and would like valium suppository for vagina for muscle relaxation. She has a history of left severe ankle sprain in boot which was throwing pelvis off, causing right hip pain. She had bony contusion and had to wear the boot for 12 months (during her visit on (B)(6) 2022, she reported that her ankle was not actually broken, but still had a lot of pain). The patient was to be referred to another physician for possible pudendal nerve injection for the pelvic pain. On (B)(6) 2022, the patient was referred for pelvic floor injections. She reported chronic pain in the vagina, buttocks area and in her groin. She reported that her pain started after her surgery with mesh in 2012. She had mesh removal in 2017 along with hysterectomy and unilateral oophorectomy. She had been on diazepam suppositories, tizanidine (bid) and clonazepam. She tried pelvic floor physical therapy for over two years. The pain was significantly affecting her quality of life and she felt like she had to stay in bed instead of being active. She reported having dyspareunia, pain with urination, urinary incontinence sometimes, fecal smearing, occasional diarrhea and intermittent constipation. She had been advised by two other physicians that she has pudendal and obturator neuralgia and may have chronic regional pain syndrome. It was recommended to proceed with injections under sedation. Assessment: 1. Chronic pelvic pain; 2. Pudendal neuralgia; 3. High-tone pelvic floor dysfunction. Patient with significant pelvic floor myalgia/hypertonicity and symptoms also consistent with pudendal neuralgia. She has tried multiple medications with limited relief. She reported that she was prescribed topamax but had a bad reaction to it in the past. Patient could not tolerate in office exam, so the plan was for vaginal trigger point injections and bilateral pudendal nerve blocks under sedation. Patient to see how much injections help before starting gabapentin. It was also discussed the importance of restarting pt to help injections last longer. Patient was recommended that she see podiatrist again to have her ankle reassessed as prolonged time in boot can cause asymmetric musculoskeletal tension and worsen pelvic floor tension. Additional information received on august 7, 2022: on (B)(6) 2016, the patient was seen for evaluation of pain which has been ongoing since she had her mesh in 2012 and has progressively gotten worse over time. She complained of pain in her lower back, abdominal, groin area, bilateral buttocks shooting down her left thigh and leg, and lower left extremity. She described the pain as sharp, shooting, stabbing, throbbing, and aching. She also stated that her pain stays localized, is constant, and persistent. She claims that moving her left leg and pelvis causes sharp shooting pains in her abdomen and groin, as well as down the medial side of her left thigh. She also complained of tingling numbness in the groin/vaginal area and numbness radiating down her left leg into her left foot. The patient feels as though the muscles directly surrounding the lumbar spine are in spasm due to severe tension. Pain was aggravated by sitting, standing, walking, breathing, pulling, coughing, sneezing, going to/rising from sitting and stress. The pain was relieved with laying down, massage therapy, and pain medication. The patient is seeing a specialist for the future removal of vaginal mesh. Review of systems: gastrointestinal: abdominal pain. On examination of paravertebral muscles, spasm and tenderness were noted. Straight log raising test is positive on the left side at 60 degrees. Left: paces test is positive. Resisted abduction of the femur while seated caused pain in the buttocks. Thomas test is positive. Faber test is positive. Internal rotation of the femur resulted in deep buttocks pain. Trendelenberg test is positive. There's a loss of all modality in the lower extremities touch sensation is left thigh loss of sensation. Assessment: other intervertebral disc displacement, lumbar region. On (B)(6) 2017, the patient was seen in the office for follow-up of her lower back pain. She rated her pain as 10/10, with zero being no pain and 10 being the worst pain possible. It gets worse with abnormal posture, any activity, bending over, driving, exercise, flexion of the spine, movement, rising from sitting, standing, twisting and walking. The condition was associated with spam. She also complained of her uterus dropping. She reported that medications were not effective. She would like to increase the dosage of her medications as she thought that her present painkillers were not enough to control her pain. She would like her flexiril increased due to her uterus and bladder having severe spasms. Treatments tried include vaginal mesh. The patient was visibly crying due to the severity of the pain. She reported that she was unable to do anything. She mentioned that it felt as if she was giving birth and would like a surgery to repair the mesh. She was severely depressed and had self-harming thoughts. Gynecologic: gynecological stress, from pelvic floor mesh, and menses 2x month. Transvaginal mesh for stress urinary incontinence-lower abdominal pain. Assessment: other intervertebral disc displacement, lumbar region; pain in right hip; pain in left hip; low back pain. Prescription: 1 norco. Treatments: patient was requested to return in four weeks. Medications: continue previously prescribed medications. On (B)(6) 2018, the patient was seen in the office for follow-up of her pain. She complained of lower back pain, bilateral hips, pubic bone pain, and stomach pain. She described shooting pain from her left hip down her l-thigh, ending at her l-knee. She explained that her mesh was eating away her tissues in her l-hip and l-buttock area. She was getting it removed on (B)(6) 2016. She reported full numbness in her bilateral hands and fingers and denied any tingling or numbness in her feet or toes. She claimed that laying down, cannabinoid oil, and pain relievers help her pain. She rated her pain at a 7 during the visit. Additional information received on august 25, 2022: on (B)(6) 2020, the patient presented for counseling and medication management. She reported not doing well and was suffering from extreme anxiety due to a family member who was using drugs and inviting drug dealers as well as gang members around while she was not at home. She reported that her pain in the pelvic floor remained constant, but it was not always to the degree where she needed to take a suppository. She reported not picking up the last prescription for suppository until recently. She was doing well, not taking it often. Assessments and plans noted at that time: 1. Pelvic floor dysfunction. Refill diazepam concentrate, 5mg/ml, as directed, vaginally twice a day. 2. Anxiety. Refill klonopin tablet 1mg, 1 tablet, orally three times a day, 30 days, 90 tablets 3. Opioid dependence, in remission. On (B)(6) 2020, the patient presented for a counseling session. She expressed her frustration about not being able to obtain wellbutrin through her insurance. She reported that she had her first appointment with the mesh specialist and was informed that she might still have mesh in her body which was continuing to create issues. She was overwhelmed by this information but was open to being challenged to see it as a positive that the specialist understood her condition enough to give her information that she did not have before. Assessment/plan: 1. Pelvic floor dysfunction. Refill diazepam concentrate, 5mg/ml, as directed, vaginally twice a day. 2. Anxiety. Refill klonopin tablet 1 mg, 1 tablet, orally three times a day. Additional information received on september 13, 2022: on (B)(6) 2020, the patient had a televisit due to left groin pain. She appeared quite emotional and tremendously affected by her symptoms during this visit. She reported waking up with severe pain mostly in the left groin following the advantage mesh procedure. She reported having issues with urinary retention for which she had frequent straight catheterizations for 3 years. She reported dysuria and later developed left labial pain, issues with constipation and systematic symptoms such as fever and rashes. She also developed what sounded like some type of comedo in the left groin. She felt that she removed some type of suture from the area which her gynecologist told her that it was an ingrown hair. She eventually had surgery to excise the area which she said was necrotic tissue. She was left with some degree of a tissue defect in the area. However, this did not help her pain. In 2017, she underwent a laparoscopic total hysterectomy with rso (right salpingo-oophorectomy), tvt (tension-free vaginal tape) excision, and bilateral uterosacral suspension which had no effect on her groin pain as well, and still has to self-catheterize occasionally. She continues with dysuria and lays in a warm bath to urinate. In 2018, the patient started to note pain with sitting and rectal pain. She claimed that she can no longer have any vaginal penetration. She noted her physical therapy has been somewhat helpful especially regarding her bowel movement. She used to splint in the vagina to add with bowel movement, and she no longer does this due to pain. Impression: chronic pain most likely consistent with obturator and pudendal neuralgia. On (B)(6) 2021, the patient presented for her televisit regarding her groin pain. Upon review of her operative reports, the patient's pain complaints as well as her voiding dysfunction and others started immediately after her tvt procedure in 2012. She also had bilateral uterosacral suspension as stated. Some of her pain complaints started after this procedure which would make sense regarding a possible pudendal nerve injury. The suture material used is not permanent therefore a simple take down of the suspension may not make the most sense. Probably proceeding with transgluteal pudendal nerve decompression makes more sense. Part of this decision making would be based on her physical examination. Impression: pudendal neuralgia and possible ongoing obturator neuralgia. Plan: the patient was scheduled for an in-person consultation and bilateral transgluteal pudendal nerve decompression the following day. On (B)(6) 2021, the patient presented for a follow-up. During the visit, it was noted that the patient appeared to have a left-sided obturator nerve injury secondary to a tvt. She then had a complete tvt mesh excision along with a total laparoscopic hysterectomy and uterosacral suspension. She now has symptoms consistent with pudendal neuralgia. The physician suspected that the pudendal nerve injury was most likely to the uterosacral suspension. The patient also has some reduced genital sensation and could not have an orgasm even with manual clitoral stimulation. Treatment options noted at that time included: placement of a drg stimulator which has the potential advantage of treating both obturator and pudendal neuralgia; pudendal nerve cryoablation; and left-sided transgluteal pudendal nerve decompression at length. The protracted nature of nerve recovery taking up to 2 years or longer was reviewed. Physical exam: external genitalia: the patient noted some reduction sensation, positive skin rolling sensitivity on the left, positive skin rolling sensitivity of the left medial thigh. Urethra: normal vagina: no lesions or discharge, no significant cystocele or rectocele, positive levator tenderness bilaterally but left greater than right. Impression: patient appeared to have some elements of pudendal neuropathy with neuralgia as well as obturator neuralgia. On (B)(6) 2021, the patient presented for a test. Review of systems: anxious, focus issues, pain left pelvis and urinary issues. Not sexually active at that time. Assessment/plan 1. Anxiety. To continue present meds - clonazepam. Continue counseling. Ordered: targeted drug profile panel/urine. 1. Attention deficit hyperactivity disorder, predominantly inattentive type. 1 month supply at current dose - to produce records from cummins before refill to occur. Ordered: targeted drug profile panel/urine. 2. Chronic pain. Follow with nh doctor. Opioids will not be prescribed. Ordered: targeted drug profile panel/urine. 3. Depressive disorder. Continue counseling, though I feel psychiatric input may be necessary in future. On trazodone to sleep. Continue citalopram and bupropion as previous. 4. Dyspareunia. As per her gyn advisor or nh doc. 5. Gad (generalized anxiety disorder) 6. Pain in female pelvis as per dyspareunia. 7. Retention of urine secondary to bladder tack/mesh/scarring or angulation. Will follow. 8. Tobacco use. Recommend quitting. On (B)(6) 2021, the patient presented for a follow-up for her chronic pain for left obturator/pudendal nerve pain. It was noted that she had a left lower pelvis weakness with mesh removal due to scar removal. She reported having anxiety and requested for a valium suppository for vagina for muscle relaxation. During the visit, it was also noted that the patient had a history of left sever ankle sprain in boot which was throwing pelvis off causing right hip pain. She had a bony contusion and had to wear the boot for 12 months. Assessment/plan: 1. Family history of melanoma 2. Leg length inequality due to boot. 3. Lumbar pain some lumbar pain due to walking with boot. 4. Pelvic pain referral to dr. Bigler at patient request for an pudendal nerve injection. 5. Severe ankle sprain to continue to follow ortho direction on boot wear and recovery. 6. Somatic dysfunction of pelvic region due to boot. Consider chiropractor. Additional information received on november 3, 2022: on (B)(6) 2021, the patient presented for a follow-up counsel. Upon examination, she was noted to be moving in chair in an uncomfortable manner trying to avoid pudendal pain. Assessments and plan at that time included: 1. Anxiety. Diazepam tablet, 1 mg. 1 tablet, orally, three times a day for thirty days. Notes: the patient continued to struggle without medication. She stated she was in a place where she was not taking it daily now and was wanting to continue reducing her dose to get off it eventually. Much of her anxiety has to do with her medical problems which are being addressed in the near future. 2. Pelvic floor dysfunction. Diazepam concentrate, 5 mg/ml, 1 ml as needed, orally, every 12 hours for thirty days. Notes: manageable on diazepam suppositories. The patient stated she did not need to use them everyday. She needed them sometimes as she has a hard time even getting out of bed without them. 3. Other chronic pain. Zanaflex tablet, 4 mg, 1 tablet as needed, orally three times a day for thirty days. Notes: addressed on zanaflex. The patient stated not needing the all the time but when her pain was worse, the medication helped her take care of her children and accomplish her daily tasks. Additional information received on july 25, 2023: in a telephone encounter dated (B)(6) 2013, the patient reported that she may have been exposed to hiv. She also stated having more vaginal bleeding. During an office visit on (B)(6) 2019, the patient had 12 celestone injected in the left hip due to femoral acetabular impingement with some mild dysplasia with possible labral tear. On (B)(6) 2019, the patient had a mildly positive log roll sign of the left hip, but it was difficult to tell whether this was the result of the mesh or from the hip. She had tenderness in the groin. She had good range of motion with internal and external rotation. Assessment included possible labral injury or injury from the mesh. Getting an MRI of the left hip was recommended to evaluate the inflammation around the area to see if it was from the hip or soft tissue. On (B)(6) 2022, the patient came to office for the scheduled pelvic floor injections; however, there were no further information regarding this matter.

Manufacturer narrative:
Blocks a1, a4, b5, b7, and h6: patient codes have been updated based on the additional information received on july 25, 2023. Block b3 date of event: date of event was approximated to (B)(6) 2012, implant date, as the pain reportedly began after her mesh procedure. Block e1: additional patient's attorneys: (B)(6). Implanting surgeon: dr. (B)(6). Block h6: the following patient codes capture the reportable events below: e1715 - scar tissue; e0123 - pudendal neuralgia; e172001 - abscess; e2328 - obstructive defecation; e2330 - pain; e1002 - abdominal pain; e1405 - dyspareunia; e232401 - fecal incontinence; e1906 - infections; e1901 - bacterial vaginal infection; e1309 - urinary retention; e1310 - urinary tract infection; e2015 - atrophy and necrotic tissue; e1301 - dysuria; e1605 - severe spasm; e1301 - dysuria; e0506 - vaginal bleeding. The following impact codes capture the reportable events below: f1901 - additional surgeries; f2303 - medical treatment; f1905 - mesh revision; f1202 - disability; f1204 - permanent pain.